Event description:
During vat procedure, surgeon fired endo gia 2.5 60. When removed from pt anvil bent. Surgeon again fired 2.5x2; anvil again bent. Different then used 4.8 - same problem noted. No harm to pt.